Manufacturer narrative:
The technician found the band in the left head final tower was broken. Repairs have not been completed.

Event description:
The account alleged the head hi/low function will not rise.